Event description:
It was reported that during a percutaneous coronary intervention procedure markerband visibility issues occurred. When the physician was inserting the apex balloon, the device was pushed to the end of the lesion and the balloon came off of the guide wire as the markerbands on the apex device were not visible under fluoroscopy. The balloon catheter remained on the guide wire and the physician was able to pull the balloon back onto the guidewire and successfully complete the procedure with this device. No pt complications were reported and the pt's current condition is listed as "fine"

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed. (B)(4).